Manufacturer narrative:
The device was not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that during the implant procedure, neuromonitoring indicated some abnormalities. The physician stopped the procedure and determined there was a hematoma. The patient is using a walker and there have been no reports of further complications regarding this event.